Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during creation of the corneal flap, there was gas breakthrough to the stroma. This resulted in a thin and incomplete flap that was difficult to lift. The planned flap thickness was 110 micros. The flap was completed using scissors and the lasik ablation was completed. There was a fifteen minute surgery delay, but no injury to the patient. Additional information has been requested.